Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is experiencing difficulty driving at night due to halos and starbursts. The consumer also reported that her vision is cloudy and worse now than when she had the cataract. Additional information was received from the surgeon who indicated that the pt was treated with a capsulotomy. The event continues.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A complete questionnaire was received on 10/21/2013. (B)(4).